Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, both reloads used in the patient were not able to be fired. There were no staples deployed. The surgeon was able to press the green button but was unable to squeeze the handle. Another reload and handle was used to complete the case. There was no patient injury.